Event description:
It was reported that the patient had a loss of stimulation from their implantable neurostimulator (ins) system. The patient returned to the clinic in (B)(6) 2014 where the nurse ran an impedance test (which was repeated) and showed all electrodes were >4000 ohms. X-rays that were taken showed no lead break. No falls or injury near the device was reported. It was noted that the therapy had worked well for 3 years but had lost 1 stone (14 pounds) over the same time frame. There were no patient symptoms or complications reported that were associated with the event issue. The patient was to be listed for exploratory surgery but no date was confirmed. The surgeon was going to assess the lead component for damage near the ins or if it had slipped out and may replace as needed (and may be sent back for analysis). The patient status at the time of the report was noted as ¿alive ¿ no injury¿.

Event description:
There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 309328, lot# unknown, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Lead lot number updated: product ID: 309328, lot# 0205157334, implanted: (B)(6) 2011, product type: lead.